Event description:
The device was implanted in a breast reconstruction procedure on (B)(6) 2011. Drains were placed after surgery and left in for two days. The patient presented with pain, erythema, and swelling (date not reported). Antibiotics were given (zinacef and vancomycin) but the infection persisted. All implants were removed on (B)(6) 2011. The type of infection was not reported.

Manufacturer narrative:
Evaluation method: review of device history record for lot s10915 and lot complaint history. Evaluation results: device history records were reviewed with no remarkable findings. (B)(4). Evaluation conclusion: based on internal investigation, the device met qc release criteria. Lifecell is reporting as a serious injury (infection requiring medical intervention) that the device may have contributed to.